Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began showing signs of hemolysis as he was experiencing elevated lactate dehydrogenase (ldh). The pt was discharged to home and the hospital staff continues to monitor the pt's hemoglobin (hgb), lactate dehydrogenase (ldh), plasma free hemoglobin and watching for any signs of hematuria. His international normalized radio (inr) is therapeutic. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.